Event description:
New information states that the patient was stable before, during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation of the pulse generator exhibited backup vvi mode. The device was explanted and replaced successfully. No additional information was available.